Event description:
Clinical trial. It was reported that during a coronary artery drug eluting stenting procedure balloon withdrawal resistance occurred. The index procedure was an emergent procedure and treated two target lesions. Target lesion one was a long, 4.0x35mm, de novo lesion extending from the proximal to mid lad (left anterior descending) with 70% stenosis and mild tortuosity. Target lesion one was treated with direct stenting using a 3.5x32mm taxus liberte drug eluting stent overlapping with an unknown size taxus express2 drug eluting stent resulting in 0% residual stenosis following post dilation. Target lesion two was located in the 1st om (obtuse marginal) and was a de novo, total chronic occlusion with 90% stenosis measuring 2.5x20mm with mild tortuosity. Target lesion two was treated with predilation and placement of a 2.5x24mm taxus liberte drug eluting stent resulting in 0% residual stenosis. During withdrawal of the 2.5x24mm stent delivery system, balloon withdrawal resistance was noted. The patient was discharged two days post procedure on asa and plavix with no other events reported.

Manufacturer narrative:
The device was not returned. A review of the manufacturing record for this batch shows that the device met specifications at the time of release to distribution. The root cause of the reported complaint cannot be conclusively determined. Device unavailable for analysis